Event description:
On (B)(6) 2014 the reporter contacted animas, alleging the battery compartment was cracked and the threads on the battery cap were stripped. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Battery cap threads damaged. Battery compartment threads damaged. Battery compartment cracks observed in thread area and below grip pad. All testing performed with a test battery cap. Test battery cap is able to fully tighten. A power loss with the test battery cap was not duplicated black box dates from (B)(6) 2014. Power on resets observed in history. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Removed pump case. No evidence of moisture or loose components inside pump. Unrelated to the complaint, pump powered up with test battery cap to a dim discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.